Event description:
I had a bayer essure birth control coils put in by my dr about 6 weeks after I had my son. It was the only choice he gave me and really did not go through details of the side effects. Never followed up with me for the checkup to make sure they are properly placed. It was very painful when it was implanted. Over the years since I have had it in my body, my periods have been horrible, painful and very irregular. Before essure my periods were perfect. I always have a shooting pain in the left ovary area ever since the procedure. I have bloat and weight gain. The bloating basically starts of a morning and by the end of some days I look as if I am 8 months pregnant. I have never had this issue before. There are numerous side effects that I have endured due to this product. Thinning hair, aches, fatigue ans so on. I went to a new dr about 2 weeks ago and was telling him about my issues and he immediately knew what was causing it. He had to correct a lot of pts that have this device in their body. He found in a sonogram that I have developed a large tumor on my left ovary since having this put in. Also the coil was not on the correct place and was bent and collapsed my left tube. This explains the pain I have been having on my left side now. So, I am having to have a hysterectomy to get these coils and now tumor out of my body. Essure is not a product that should still be on the market. I would not wish this on anyone.